Manufacturer narrative:
H.10: the reported event is a known issue and corrective action is in place. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. On (B)(6), 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than one year after the upgrade and most likely the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective cooling compressor. The most likely root cause is a hole in the evaporator due to coil degradation which lead to refrigerant leak and water entering the refrigeration cycle that damaged the compressor. It is likely that the customer will decide to scrap the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool correctly during service. There was no report of patient injury.